Manufacturer narrative:
Continuation of d10: product ID 977a290, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID 977a290, lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported patient is allergic to benzoyle peroxide and aluminum hydroxide which goes by many different names. Caller asked for all the component and material in the ins and leads because patient is having a lot of problem and breaking out in hives. Caller stated patient have a lot of allergies and patient has been having problems since having the implant. Caller stated patient had xray in (B)(6) 2024 to determine the lead had migrated. Caller stated patient went to have MRI (B)(6) 2024 to see if there was space in the cervical area for the paddle leads and patient started to having burning in the throat and patient had to stop the MRI and the hcp provided steroid to patient to help with the throat burning. Caller mentioned lead has migrated on the left side for awhile, since implant possible. Caller stated the implant trial and first implant helped the pain. Caller mentioned hcp office contacted a rep and hcp told patient to call customer services for device component information. Caller stated patient is having surgery (B)(6) 2024 for lead migration / multiple reasons and they like to know what is in the devices before the surgery. Agent email ins and lead implant manual to caller. On 2024-jun-06 additional information was received from a healthcare provider and the patient. They reported that they are also allergic to some metals and anything corn related. They will be having new paddle leads implant and are wanting to know if they derive from corn. When they had broken out in hives they were treated with antihistamines and steroids, but would still have breakouts at various times. The device would give the patient pain relief when it was working properly, but the biggest concern was the allergies. Patient has eosinophilic esophagitis from food allergies.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot# serial#: (B)(6), implanted: (B)(6) 2023, product type: lead, product ID: 977a290, lot# serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was not determined. There was no device issue known to be related to the burning sensation. The MRI was ordered to see if the patient¿s anatomy would allow a surgical paddle, however, it was unknown if a lead revision would happen.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported by a healthcare professional that the patient's lead migrated to the cervical area of their spine. Patient was reported to be "having issues" with this and they have an MRI ordered to see if their lead needs to be pulled down. Caller is unsure when this happened, but states the lead is still in the epidural space. Further information received from a family member via the manufacturer representative reported that during the MRI they had to stop early because the patient experienced burning in their throat. It was noted that this was the first MRI since being implanted and the patient had a condition that caused inflammation in their throat, however, according to the patient this burning felt different. The patient was given steroids to treat the symptoms. The issue was resolved.